Manufacturer narrative:
.

Manufacturer narrative:
Describe event or problem, corrected data: previously submitted MDR did not include information regarding the battery status at a previous follow up appointment. This report is being submitted to correct this data. Relevant tests/laboratory data, including dates, corrected data: previously submitted MDR did not provide the device settings available from the patient¿s previous follow up appointment. This report is being submitted to correct this data.

Event description:
Clinic notes dated (B)(6) 2013 indicate the patient needs a new battery. Prior to the generator replacement on (B)(6) 2013, the manufacturer's representative tried to interrogate the patient's device in pre-op, but was unable to do so. It was confirmed that his programming system was working successfully. The physician did not provide a response as to what the believed cause of the failure to program is and if it is related to possible eos. Attempts are underway for additional information; however, no additional information has been received. The explanted device will not be returned as it was discarded by the hospital.

Event description:
Another battery life calculation was performed with a line manually added for the settings adjusted as documented in clinic notes dated (B)(6) 2013. The results indicated 0.9 years remaining at the time of explant. This calculation does not take into account two years of programming history that are not available. Attempts for additional information have been unsuccessful. Clinic notes dated (B)(6) 2013 indicated the generator was now showing decreased battery life.